Event description:
Customer complaint - limited data available. Customer complained of device popped, sparks flew and smoked.

Event description:
Customer complaint - limited data available. There was a popping sound, sparks flew and smoke erupted from the device.